Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 20 mg/ml at 9.290 mg/day via an implanted pump for spinal pain. An alarm was not heard; however the hcp interrogated the pump and there was an intention dialog box reading: pump memory error, pa data is invalid on (B)(6) 2016. There were questions marks in place of the elective replacement indicator (eri) date. The pa was disabled. The hcp had interrogated more than once and the same message had appeared. The pump logs were checked and were normal. Patient symptoms were not reported. The pump was reprogrammed, updated, and then re-interrogated to confirm the error message was cleared and the troubleshooting resolved the event. Programming was normal and no error messages appeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.